Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented to the emergency room with loss of capture. It was reported the patient had fallen and experienced sudden cardiac death. The patient was successfully shocked out of the ventricular fibrillation. An x-ray was performed and no anomalies were noted. The device was reprogrammed to a fixed output to resolve the loss of capture. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.